Manufacturer narrative:
(B)(4). The device was received for evaluation and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. Functional testing was performed which included start up. A short simulated therapy was successfully performed. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error alarm (later determined to be low priority alarm 30166) occurred on an amia cycler. The technical service representative initiated a swap of the device. This event occurred during use with patient involvement. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no report of patient injury or medical intervention associated with this event. No additional information is available.